Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax exhibited evidence of scratches and rupture induced by an unknown object. This condition might contribute to the reddish material observed at the area. The catheter was evaluated for sensor functionality on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force issue cannot be confirmed. The customer complaint regarding blood at the tip section has been verified.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and the contact force value was not being displayed. Additionally, there was a magnetic sensor error. As a result, the catheter was removed from the patient's body, at which point it was noted that there was blood on electrodes 2 and 3. No difficulty was noted when removing the catheter from the patient, and nothing unusual was noted about the condition of the catheter either prior to or after the procedure. The catheter was replaced with a new one, and the case was completed without any patient consequence. Upon arrival at the biosense webster failure analysis lab, it was found that there was damage to the sensor sleeve, allowing reddish brown material inside the sleeve. If the catheter integrity is not maintained and the internal components are exposed, the risk of noise or harm to the patient increases. As a result, this event is MDR reportable. The awareness date for this record is 6/30/2016 as this is when the device was returned to biosense webster, and the findings noted.